Event description:
The technician alleged the head section is slowly drifting down. No pt impact was reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.